Event description:
The device was returned as a rental end with no alleged malfunctions. During the repair evaluation, it was discovered the alarm would not sound every time the unit was powered up. There was no patient involvement, malfunction detected on technician's bench.